Event description:
It was reported that suctionaid line for secretions has a fracture in plastic tip, unable to suck out secretions. This resulted in change in tracheostomy 24 hours after initial tracheostomy. No patient injury.

Manufacturer narrative:
One sample was returned in used condition. The sample was immersed in water in order to use the suction line. The customer complaint was confirmed due to the plastic tip on the suction line being cracked. Based on the information provided in the complaint description, it is most likely that the unit was damage once it left shm since manufacturing performs a 100% inspection of the device for damage in different parts of the process and quality performs an inspection on a representative sample of each lot. All mitigations on placed were verified and it was confirmed has been executing according, therefore no corrective actions could be implemented, it will be continue monitoring this failure condition in this product for threshold or escalation.